Manufacturer narrative:
H6: investigation summary: one used extension set, model 11448964, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's drip chamber was disconnected from the tubing. No other defects were observed. The customer's complaint that secondary tubing was disconnected from the chamber was verified. A device history record review for model 11448964 lot number 19085155 was performed. The search showed that a total of 14,403 units in 1 lot number was built on (B)(6) 2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that sec set no ports w/hanger dehp free tubing disconnected and leaked. The following information was provided by the initial reporter: it was reported by the nurse that the secondary tubing was disconnected from the chamber which resulted in medication leaking.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sec set no ports w/hanger dehp free tubing disconnected and leaked. The following information was provided by the initial reporter: it was reported by the nurse that the secondary tubing was disconnected from the chamber which resulted in medication leaking.